Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old japanese male patient had impella cp pump inserted in the right femoral for cardiomyopathy. It was reported the patient developed impella access site bleeding. The patient was administered blood products to treat the injury, specifics were not provided. The patient was also treated with surgical extubation and hemostasis. It was noted that the patient was also on extracorporeal membrane oxygenation (ECMO) at the time of the event. No further information was provided.

Manufacturer narrative:
The impella cp was discarded by the customer. And therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Additional information was received on (B)(6) 2021, indicating that during impella support, the patient developed hemolysis. As a result, infusion was administered. The event is reportable. No further information was provided.